Event description:
Dealer states, the conserver auto-pulses without any breaths. Advised to send to precision medical for repair. No parts able to be replaced from here.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ioh200, serial number/date code (B)(4) is approximately 5 years 2 months old. The owner's manual part number 1100873 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the conserving cylinder ((B)(4)) for the ioh200 homefill concentrator allegedly auto-pulses without breaths. The unit should shut off when the user exhales, but it keeps cycling. Invacare advised the dealer that the cylinder needs to be sent to precision medical for repair. No injury alleged.